Manufacturer narrative:
B2: no exact death date provided. B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation and no causal relationship to the death was confirmed. Due to this, no root cause was determined. The device history review of the reported lot number was not possible since the lot number was unknown. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a laryngeal-tube was used on a patient in cardiac arrest. A computed tomography (CT) scan performed at the hospital confirmed that the tip of the tube had entered the trachea. When emergency personnel arrived at the scene, the patient¿s chest had collapsed due to a sternal fracture caused by chest compression during resuscitation efforts. Following intubation, an end-tidal co2 (et-co2) monitor was connected; however, the monitor had not been calibrated and did not display normal values. The event occurred at an unknown time and facility, and there was initially no reported patient harm or adverse event. The patient subsequently passed away, and it was reported that there was no causal relationship between the incorrect insertion of the device and the patient¿s death.